Event description:
A report was received during device evaluation, the lead was found to be fractured.

Manufacturer narrative:
Lead s/n (B)(4): there was no complaint of lead failure, only that the patient lost stimulation due to lead migration and was revised. Visual inspection revealed the lead body had a pronounced kink approximately 5 inches from the distal end, where the lead appears to have been sutured. Five cables were broken/ severed at this spot. The fracture site was 1 cm from the clik anchor setscrew mark. This appeared to have been caused by lead migration and fatigue possibly coupled with postural changes/movements. The completely severed cables, and the lead moving from the proper epidural space were the reason for the loss of stimulation.